Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Approximately six months post implant it was reported that a lead integrity alert triggered for the right ventricular (rv) lead due to high rate non-sustained episodes and sensing integrity counter (sic). T-wave oversensing (twos) was noted on stored episodes for the rv lead. Reprogramming of the rv lead was discussed to avoid twos following sensed events. The rv lead remains in use. No patient complications have been reported as a result of this event.